Event description:
Customer reported a slow leak problem with an lma-classic device. It was noted that while the mask was in use, it slowly began to deflate. There was no report of patient injury or illness.